Event description:
PICC line inserted in right basilic vein at antecub on 7/23/96. On about 10/2/96 pt reported a decreased blood flow to PICC line. Pt c/o arm pain and swelling in arm 48 hrs prior to hosp admission. Sent for ultrasound which showed a dvt extending to the jugular vein.